Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinar y/bowel dysfunction. It was reported that they had a round spot on the right side of their hip where the disc was implanted. They mentioned that it felt sore occasionally, but not to the extent that they need to take any medication for it. The patient also stated that they can feel the complete outline of the disc. When asked if this sensation was new or recent, the patient explained that it started recently. They noted that since the procedure, they could always feel a slight knot in the area, but it has recently become more pronounced, feeling like a circle with a burning sensation. The patient was redirected to their healthcare provider (hcp) for further evaluation and assistance. They mentioned that they do not have a follow-up appointment scheduled soon and have been avoiding activities like stretching, twisting, and taking baths because they are unsure when they can safely return to normal routines.